Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported the patient experienced a loss of stimulation following a motor vehicle accident. X-ray imaging determined the patients lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was repositioned to the correct location resolving the issue.